Event description:
The pt reported she had an elevated blood glucose reading this morning of 313 mg/dl with her normal range being 70-180 mg/dl. She said she was unable to get the air out of her line before she went to bed so she left the air in the tubing knowing it would probably cause her blood glucose levels to elevate. She said she corrected her levels by bolusing 3.3 units of insulin. To troubleshoot, the proper process for filling an insulin cartridge and removing air were reviewed with the pt. The pt was able to successfully fill a cartridge and remove any air in the system. On follow up, the pt stated she is still experiencing some elevated readings in the morning. After troubleshooting, the pt was encouraged to use an infusion set with a shorter cannula and complimentary sets were sent to her. On further follow up, the pt stated her blood glucose readings have been doing fine since she was able to remove any air from the system. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.